Event description:
During a rotator cuff repair utilizing a footprint ultra pk suture anchor, 4.5 it was reported the once the anchors were implanted and the suture was locked, the suture backed out. It was confirmed that the anchor did not break. The sutures were left in the patient with adequate fixation however the doctor did use an additional twinfix pk as an added measure. There were no reported patient injuries or complications.

Manufacturer narrative:
Product not returned for the evaluation. Evaluation was not possible, as the device has not been returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. In the event samples are returned for evaluation, the complaint will be reopened for additional investigation. No further investigation is warranted at this time. (B)(4).